Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s daughter regarding the patient with an implantable neurostimulator (ins). It was reported that the patient had an MRI on (B)(6) 2020, and per instruction received from patient services, the caller helped the patient put the device into MRI mode. The patient had the scan and then when they turned stimulation back on the patient started to have ¿electrical shocks down their legs¿ and they dealt with ¿lots of discomfort and leg weakness¿ for three days and then the sensation subsided. The caller stated that they believed the shocks were coming from the patient programmer. Patient services reviewed how the programmer functions and that the shocks would not be coming from the patient programmer and the caller understood. The caller confirmed over the phone that the patient¿s stimulation was on and their ins was charging. It was recommended that the patient speak with their managing healthcare provider (hcp) regarding the shocks and have their ins checked. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.